Event description:
Pt underwent posterior lumbar fusion procedure on 2/17/93. On 6/20/94 the implants were removed and a posterior lateral fuison with allograft was performed. There was a definite pseudoarthrosis with bone graft resorption.